Manufacturer narrative:
Product analysis: no product returned. Conclusion: based on the information available, no conclusion can be drawn. If additional event information is received, a supplemental report will be filed. Patient weight was unable to be obtained. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged up into the sinus of valsalva (sov) after being released from the delivery catheter system resulting in severe aortic regurgitation. The valve was snared into a higher location in the ascending aorta and a second valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a positioning difficulties/a dislodged valve, include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, and the compliance of the aorta and native vessels. However, a root cause could not be established from the information available. A dislodged valve is typically not related to a device malfunction. This event does not allege a device malfunction occurred. The dislodged valve reportedly resulted in severe paravalvular leakage. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. A conclusive cause could not be determined from the limited information available. However, the paravalvular leak most likely due to the position of the valve in the sinus of valsalva (sov).

Manufacturer narrative:
Correction: additional information was received that the severe aortic regurgitation reported on the initial medwatch report was severe paravalvular leak (pvl). (B)(4).